Event description:
Boston scientific crm received information that this patient has an infected pocket and the device and leads will be extracted. Implant, explant and event dates were not made available.